Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neuro stimulator (ins) for post lumbar laminectomy syndrome. It was reported that her battery has been dead for over two years now and she will have it replaced and move the location of the device since it is not in a very comfortable position for her. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the circumstances that led to the device being dead for more than two years was that the patient had turned it off for some chiropractic treatments; when the patient turned it back on, it would not. The patient met with someone and they got it going, but it took forever to charge and then discharged in less than an hour. It was noted that the chiropractic treatments helped that the patient didn¿t need the device, but it had been 9 years and the patient thought the batteries needed to be replaced. No further complications were reported/anticipated.